Manufacturer narrative:
Device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. Operator of device is unknown, no information provided to date.

Event description:
It was reported the device was found to have the tidal rebound issue upon inspection during the pm (preventive maintenance). Device was received in 01aug2022. Trend discovered on (B)(6) 2022. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device had the tamper seal tampered with. The customer stated problem was duplicated. Device is due for routine maintenance. Other problems were also found. Installed battery, sintered filters, and orings for the preventive maintenance. Replaced rotary flow valve, faulty piezo sensor and gas supply indicator. The cause of the reported problem was linked to the preventive maintenance of the device. A DHR (device history review) was not performed because the reported issue was not linked to the manufacturing process. The previous service history has been reviewed and deemed unrelated to the current customer reported reason.